Event description:
The customer reported the unit was not changing the backup battery within the ventilator was in use on a patient. The customer reported the ventilator was alarming and there was no patient harm. Upon evaluation, the respironics service technician reported he found the ac power cord was not fully seated into the back of the ventilator. The service technician reseated the power cord and the unit functioned properly. Extended self testing (est) was performed, and passed per operating specifications.